Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert triggered on the right ventricular (rv) lead. There was noise visible on non-sustained ventricular tachycardia episodes, there were short v-v interval counts, and impedance had spiked to a high level and was fluctuating. Arm movement reproduced the impedance and sensing issues. Fracture was suspected. It was also noted that the patient was not aware the device had toned. The lead was explanted and replaced and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert triggered. An rv lead integrity warning occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.